Event description:
It was reported the pharm tech was filling a 100ml cassette. As he was almost done he noticed 5fu dripping inside the cassette. He tried another cassette and before he was done we all heard the sound of the bag in the new cassette make the sound of escaping air and it leaked. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. The samples were received in used conditions within its original package, inside a plastic bag. The samples were visually inspected did not present any damage, scuffs, pinch marks, cracks, crazing,and cuts. This could cause the failure mode reported. The sample was tested for leaking and present leaking in the join with the tube of the bag, therefore it is confirmed the failure mode reported. The root cause was determined to be a equipment failure.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.